Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient contacted depuy via the website alleging that his right knee was first revised in 2008, because his patella became loose. He was revised again the following month, to address infection.